Event description:
The customer reported falsely elevated sodium and falsely decreased co2 results generated on the alinity c processing module on a patient. The following results were provided: (B)(6) 2024 sid (B)(6). Sodium = 165.45 (09:05) / 166.07 (0917) / 166.07 (0918) mmol/l; new sample drawn in the emergency room: (B)(6) 2024 sid (B)(6): sodium = 138.87 mmol/l; repeated initial sample on another alinity = 140.83 (14:11)/ 141.07 (14:20) mmol/l. (Normal range: 136 to 145 mmol/l). Co2 = 17 mmol/l; new sample drawn in the emergency room: (B)(6) 2024 sid (B)(6): co2 = 24 mmol/l. (Normal range: 22 to 29 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated sodium and a falsely decreased co2 result on the alinity c processing module included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. No hardware troubleshooting was performed at the time of the event, however the instrument logs generated on the day of the event were reviewed. The logs indicated the lls (liquid level) steps to reach liquid on the samples run at 1411 and 1420 were lower than the initial run at 0905 and 0917. This indicates that the sample volume on the sample run approximately 5 hours later, was greater than the original sample volume. This suggests that two different samples may have been used between 0905/0917 and 1411/1420. In addition, ¿the customer did not use a unique tube identification (barcode)¿. Therefore, ¿a sample mismatch cannot be excluded¿. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6). Added sample testing times to b5.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported falsely elevated sodium and falsely decreased co2 results generated on the alinity c processing module on a patient. The following results were provided: (B)(6)2024 sid (B)(6) sodium = 165.45 / 166.07 / 166.07 mmol/l; new sample drawn in the emergency room: (B)(6)2024 sid (B)(6): sodium = 138.87 mmol/l; repeated initial sample on another alinity = 140.83 / 141.07 mmol/l. (Normal range: 136 to 145 mmol/l). Co2 = 17 mmol/l; new sample drawn in the emergency room: (B)(6)2024 sid (B)(6): co2 = 24 mmol/l. (Normal range: 22 to 29 mmol/l). No impact to patient management was reported.